Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that there was no image. A visual inspection was performed and showed the scope to have damaged negative lens with distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that there was no image. No patient injury or complications were reported.